Event description:
The programmer was returned for service because the printer did not print; the paper moves but remains unprinted. It subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer allegation; printer would not print. Analysis also found that the stylus pen was damaged.